Event description:
Boston scientific received information that during a routine change out procedure the right atrial (ra) lead and right ventricular (rv) lead were reportedly stuck in the device header. When the physician attempted to unscrew the proximal ra and rv leads, the setscrews immediately clicked with the torque wrench, indicating that the set screws were already retracted. The physician successfully found the two setscrews on the back of the header and retracted for successful lead removal. The device was explanted and the chronic ra and rv leads remain actively implanted. No adverse patient effects were reported during the procedure. The explanting facility retained the device and it was unknown if it would be returned for reliability analysis.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection found the header was completely off when received. Analysis verified that all setscrews were stuck in the up position, however, the ra ring was loose, but damaged. The seal plugs were removed and verified that the retainer washer was bent up on all the setscrews. Analysis was unable to verify therapy availability due to the header damage. Review of the memory log found no irregularities.

Event description:
Additional information was received that the device was returned for reliability analysis.